Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/26/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that she experienced blood glucose (bg) as low as 2 mmol/l with occasional symptoms of weakness, shakiness, and confusion. She reportedly treated low bgs with oral carbohydrates. The patient reported that she thought the low bgs were due to taking a shower as she stated that this usually causes her bg to drop. The patient also reported that basal rate was recently adjusted due to low bg caused by diet changes and bg has since been within target. This report is being made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use noted in the pump history. The data for the time of the reported incident is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.